Event description:
A doctor alleged that black specks were present in the sonicfill composite in shade a1 after light curing restorations for multiple patients.

Manufacturer narrative:
The product involved in the alleged incident was returned and a visual evaluation was performed, yielding results within specifications. In addition, a DHR review indicated that there were no deviations from the manufacturing process.

Manufacturer narrative:
The follow-up report submitted on (B)(6) 2014 had incorrectly stated that an evaluation was performed on the actual returned product; however, the product involved in the alleged incident was not returned; therefore, a visual evaluation had been performed on a retained sample, yielding results within specifications. In addition, a DHR review indicated that there were no deviations from the manufacturing process.

Manufacturer narrative:
Specific information regarding the exact number of patients involved, ages, genders, and weights were not provided. The doctor removed the black specks and repaired the restorations with sonicfill during the same office visit for all of the patients. To date, all of the patients are doing fine. The product involved in the alleged incident was not returned; therefore, a visual evaluation was performed on a retained sample, yielding results within specifications.